Event description:
It was reported that the intrinsic amplitude was out of range and occasional ventricular undersensing of intrinsic activity was observed. The pacemaker system remains in service. No adverse patient effects were reported.